Event description:
The customer reported that the system would shut down without command, and the user had to re-boot in order to continue working. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector was repaired and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.